Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11 corrected fields: e3, g2, h6 (medical device ¿ problem code) esp personnel were contacted and placed on call to evaluate and troubleshoot the device. After discussion with the customer regarding the event and patient history, esp personnel advised that the iabp be removed due to the risk of thrombus following a reported 45-minute standby period. The patient was transferred to the cath lab, where a new intra-aortic balloon was placed, and the iabp was changed to a different console. The affected pump was removed from service for evaluation. Upon removal, approximately 23 cc of clear condensation was observed in the helium tubing. The unit was sent for service to assess the condensation removal system.

Event description:
N/a.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a large amount of clear fluid in the helium line. (B)(6) an hospital staff stated this patient had a complicated history, and this axillary balloon that was placed ¿some time ago¿ (balloon was placed (B)(6)). She stated they had been having problems with catheter restriction alarms and the inner lumen was clotted. (B)(6) also stated the patient had a seroma that formed after insertion of a different balloon, but the previous iab had been exchanged on (B)(6). She stated there was no blood or discoloration in the helium tubing. She stated the nurses reported hearing a wet, gurgling/sloshing sound from the balloon on inflation in the patient¿s upper airway. The balloon had been in standby for 45 minutes. The patient went to the cath lab to get a new iab. There was 23 cc of clear condensation in the helium tubing when it was removed. There was no injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.